Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tube had disconnected from the luer lock. Further visual inspection revealed that the tube had been underinserted into the luer lock. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal connector of a solution administration set separated from the tube. The reporter stated that they had prepared infliximab to be infused in a 250ml bag of sodium chloride solution. The set had been attached to the bag, primed, and connected to a baxter infusion pump. The customer was about to attach the set to the patient when the disconnection occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.